Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted 2-3 years ago. The patient had orthopedic surgery in which the aus was suspended due to placement. When the physician attempted to restart the aus, the control pump was too hard to operate. The aus was just deactivated for the surgery and it worked without any problem following the surgery. Another physician in another hospital attempted to reactivate. The issue resolved with no further intervention required. There was no patient injury.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted 2-3 years ago. The patient had orthopedic surgery in which the aus was suspended due to placement. When the physician attempted to restart the aus, the control pump was too hard to operate. There was no patient injury.